Manufacturer narrative:
Philip's field service engineer (fse) verified that the air inlet filter is not dirty or blocked. Verified that the cooling fan is operational. Performed all performance verification tests, all tests passed. The system meets the specification for the performed service and is returned to use. No parts were replaced in the repair of the unit.

Manufacturer narrative:
Date of report: 25sep2021.

Event description:
It was reported to philips that the device was not producing pressure or oxygen. It is unknown if the device was in clinical use at the time of the event, but more information has been requested. There was no report of patient or user harm.